Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on this right ventricular (rv) channel. The patient was seen in hospital due to massive gi (gastrointestinal) bleed and needed the outputs to be increased. Technical services (ts) stated that the left ventricular (lv) lead was programmed ring to rv and most likely this was a spring contact, and they were sharing the same anode. This device does not have the enhanced header. There were jumpy impedance measurements noted from 400 ohms to 900 ohms. The intrinsic amplitude was out of range for right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. The device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).